Event description:
The customer reported that they were taking two forearm images with rex of 208, and 280 with no anatomy. The green roi box showed the irradiated field for a forearm, but the image was completely black with a large white vertical stripe. The system displayed an error message associated with both images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). The panel was returned and the service engineer replaced the flat cables, the ref pc board and the di pc board. He performed calibration and self tests, and all functions met specifications. He also performed bench testing for several days and no problems were found. (B)(4).